Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was unable to be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error, as reported the surgeon accepts that he did not closely supervise the registrar and according to the instructions for use under the warning section "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to the subsequent reduction in the service life of the prosthetic components". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised due to dislocation caused by the malposition of the cup approximately 1 day post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant products: unknown head; catalog number: 010000897 g7 10 deg e1 liner 36mm f lot number: 703451. Multiple reports were submitted along with this report 0001825034-2021-03141, 0001825034-2021-03142. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.